Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fractured filter and filter unable to be removed after one unsuccessful attempt. According to information provided by the patient, the patient became aware of the reported events approximately two years and nine months post implant when an unsuccessful percutaneous removal attempt was made. The patient additionally experienced anxiety and fear that the filter might cause further damage as it has not yet been safely removed. According to the medical records approximately eight days before the filter was implanted the patient developed a pulmonary embolus and was treated with xarelto and discharged home after some improvement. The patient returned approximately one week later with dyspnea and hypoxia. A computed tomography (CT) scan of the chest revealed bilateral pulmonary emboli. The filter was implanted for deep vein thrombosis (dvt) and recurrent pulmonary embolism (pe) despite being on anticoagulants. The filter was placed via the right groin and deployed below the level of the origin of the renal veins. The patient tolerated the procedure well. The patient¿s medical history included dvt, paroxysmal atrial fibrillation, hypertension, migraines, chronic anemia and reflux disease, morbid obesity, chronic back pain and depression. Past surgical history of cholecystectomy, tonsillectomy, hysterectomy, and a cesarean section. Approximately one year and eight months post implant, the patient presented to the emergency room (ER) with right lower extremity pain, headache and nausea. The headache and nausea were attributed to the patient history of migraines. An ultrasound of the bilateral legs was negative for dvt and the patient was discharged the same day. Two weeks later the patient underwent a CT angiogram of the abdomen and pelvis for a history of dvt, intrabdominal thrombus and pulmonary embolus with ivc filter. Findings noted thrombus within the left deep femoral and common femoral vein and proximal right common iliac vein producing mild deformity with the anterior aspect of the left common iliac vein near the junction of the ivc, possible may thurner syndrome. Approximately two years and seven months post filter implant the patient underwent a radiofrequency ablation for atrial fibrillation and was discharged the following day. The performing physician noted that the patient had near total occlusion of bilateral iliac veins and ivc filter with subtotal chronic occlusion. On that day the patient also underwent a venoplasty of the ivc below the filter, to access the right heart for atrial fibrillation, and a venoplasty of the left common and external iliac and common femoral veins. An implantable loop recorder was also placed during these procedures. A venous duplex ultrasound completed twenty-three days later revealed dvt of the right femoral and popliteal vein and the left common femoral, left femoral and left popliteal veins. The following day, the patient underwent a venogram with successful venoplasty of a subtotal occlusion of the ivc filter and revascularization of the right iliac vein. The admitting diagnosis was listed as venous obstructive syndrome, subtotal bilateral iliac vein occlusion, subtotal ivc filter thrombosis, bilateral iliac vein compression, may thurner syndrome, severe venous claudication, bilateral leg edema, and varicosities. Approximately two years and nine months post implant the patient had undergone an unsuccessful filter retrieval attempt and was admitted post procedure for complaints of pain at the access site and migraines. During the procedure an 18fr sheath was placed through the right iliac stent and positioned caudal to the filter. Attempts were made to capture the hook with a snare device; these were unsuccessful. Rigid endobronchial forceps were then introduced and utilized to capture the filter hook, the filter was partially sheathed, however the sheath could not completely advance over the filter. Intermittent photo thermal ablation was then performed but the filter could not be collapsed from the groin access. Right internal jugular vein access was then obtained and attempts to collapse the filter were still unsuccessful. The retrieval attempt was abandoned. Inferior vena cavography was performed and showed non-occlusive thrombus in the filter. Thrombolytic therapy was then performed through the right iliac vein stents and the ivc filter, venography demonstrated clearance of the acute thrombus and stable appearance of the chronic thrombus within the midportion of the ivc filter. One strut appeared to be partially fractured along the cranial aspect of the filter but remained attached to the main portion of the filter. Procedural conclusion noted indicated that the inability to retrieve the filter was likely the presence of chronic in situ thrombus within the body of the filter, preventing complete collapse. A venogram and successful venoplasty of a subtotal occlusion of the ivc filter and right iliac vein revascularization was performed and the patient was discharged the next day. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant imaging available for review, the reported filter fracture could not be confirmed, nor a cause be determined, it is possible it occurred during the retrieval attempt. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. May-thurner syndrome is a rarely diagnosed condition in which patients develop iliofemoral deep venous thrombosis (dvt) due to an anatomical variant in which the right common iliac artery overlies and compresses the left common iliac vein against the lumbar spine. Dvt can also lead to complications in the legs referred to as chronic venous insufficiency link (also known as post-thrombotic syndrome). This condition is characterized by pooling of blood, chronic leg swelling, increased pressure, increased pigmentation or discoloration of the skin, and leg ulcers known as venous stasis ulcer. Claudication is pain and/or cramping in the lower leg due to inadequate blood flow to the muscles. Anxiety, leg edema and claudication do not represent a device malfunction and may be related to underlying patient related issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: fractured filter and filter unable to be removed after one unsuccessful attempt. According to the medical records approximately eight days before the filter was implanted the patient developed a pulmonary embolus and was treated with xarelto and discharged home after some improvement. The patient returned approximately one week later with dyspnea and hypoxia. A computed tomography (CT) scan of the chest revealed bilateral pulmonary emboli. The filter was implanted for deep vein thrombosis (dvt) and recurrent pulmonary embolism despite being on anticoagulants. The filter was placed via the right groin and deployed below the level of the origin of the renal veins. The patient tolerated the procedure well. The patient¿s medical history included dvt, paroxysmal atrial fibrillation, hypertension, migraines, chronic anemia and reflux disease, morbid obesity, chronic back pain and depression. Past surgical history of cholecystectomy, tonsillectomy, hysterectomy, and a cesarean section. Approximately one year and eight months after implantation, the patient presented to the emergency room (ER)with right lower extremity pain, headache and nausea. The headache and nausea were attributed to the patient history of migraines. An ultrasound of the bilateral legs was negative for dvt and the patient was discharged the same day. Two weeks after the ER visit the patient underwent a CT angiogram of the abdomen and pelvis for a history of dvt, intrabdominal thrombus and pulmonary embolus with ivc filter. Findings noted thrombus within the left deep femoral and common femoral vein and proximal right common iliac vein producing mild deformity with the anterior aspect of the left common iliac vein near the junction of the ivc, possible may thurner syndrome. Approximately two years and seven months after the filter was implanted the patient underwent a radiofrequency ablation for atrial fibrillation and was discharged the following day. The performing physician noted that the patient had near total occlusion of bilateral iliac veins and ivc filter with subtotal chronic occlusion. On that date the patient also underwent a venoplasty of the ivc below the filter, to access the right heart for atrial fibrillation, and a venoplasty of the left common and external iliac and common femoral veins. An implantable loop recorder was also placed during these procedures. A venous duplex ultrasound completed twenty-three days later revealed dvt of the right femoral and popliteal vein and the left common femoral, left femoral and left popliteal veins. The following day, the patient underwent a venogram with successful venoplasty of a subtotal occlusion of the ivc filter and revascularization of the right iliac vein. The admitting diagnosis was listed as venous obstructive syndrome, subtotal bilateral iliac vein occlusion, subtotal ivc filter thrombosis, bilateral iliac vein compression, may thurner syndrome, severe venous claudication, bilateral leg edema, and varicosities. Approximately two years and nine months post implantation the patient was admitted for complaints of pain at access site and migraines after a thrombectomy procedure. The patient had undergone an unsuccessful filter retrieval attempt that day. An 18fr sheath was placed through the right iliac stent and positioned caudal to the filter. Attempts were made to capture the hook with a snare device; these were unsuccessful. Rigid endobronchial forceps were then introduced and utilized to capture the filter hook, the filter was partially sheathed, however the sheath could not completely advance over the filter. Intermittent photo thermal ablation was then performed but the filter could not be collapsed from the groin access. Right internal jugular vein access was then obtained and attempts to collapse the filter were still unsuccessful. The retrieval attempt was abandoned. Inferior vena cavography was performed and showed non-occlusive thrombus in the filter. Thrombolytic therapy was then performed through the right iliac vein stents and the ivc filter, venography demonstrated clearance of the acute thrombus and stable appearance of the chronic thrombus within the midportion of the ivc filter. One strut appeared to be partially fractured along the cranial aspect of the filter but remained attached to the main portion of the filter. Procedural conclusion noted indicated that the inability to retrieve the filter was likely the presence of chronic in situ thrombus within the body of the filter, preventing complete collapse. Approximately two years and nine months after the filter was implanted, the patient underwent venogram and successful venoplasty of a subtotal occlusion of the ivc filter and right iliac vein revascularization and discharged the next day. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately two years and nine months post implantation. The patient reports the ivc filter fractured; the device is unable to be retrieved, and an unsuccessful percutaneous removal procedure attempt also approximately two years and nine months post implantation. The patient additionally experienced anxiety and fear that the filter might cause further damage as it has not yet been safely removed.